Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, there was a loss of fluid; no identifiable leak point.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump, two cylinders, reservoir and detached exhaust tubing were received for evaluation. Examination and testing revealed a separation within abrasion on one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Partial separations were noted on all tubes of the pump, detached exhaust tube and inlet tube of the pump. Abrasion was noted on all tubes of the pump, detached exhaust tube, exhaust tube of cylinder 2 and inlet tube of the pump. No functional abnormalities were noted with either cylinder, detached exhaust tubing or reservoir. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to the exhaust tube of the pump abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.